Event description:
During a radio frequency atrial fibrillation ablation procedure, when the catheter was inserted into the left atrium, the impedance and temperature rose while on ablation. High flow rate was initiated on the pump to see if catheter was irrigating correctly. At high flow rate it was found that normal high flow volume was not being delivered to catheter tip. The catheter was then replaced for a new one. High flow rate was tested again on the catheter and issue persisted. The case was then aborted due to not having a functional pump. The patient sustained no adverse consequences.

Manufacturer narrative:
The device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pressure problem and cancellation remain unknown.